Event description:
The consumer reported that while walking on level ground, the shaft of the quad cane bent and afterward broke causing consumer to fall and allegedly broke finger. In addition, a portion of the cane allegedly poked consumer in the ribs. The consumer has refused and has not sought medical attention.